Event description:
It was reported that the user did not announce a meal, after which the ilet delivered correction insulin that led to a low glucose event. The user treated with candy/juice, disconnected from the ilet to sleep, then experienced high glucose by morning and switched to multiple daily injections, later asking when to safely reconnect and was advised to wait at least two hours. Symptoms included shakiness and sweating during hypoglycemia, and urination and dry mouth during hyperglycemia. Outcomes included both low and high glucose values, with a documented nadir of 48 mg/dl and subsequent high readings reaching 400 mg/dl; no medical intervention or hospitalization was reported. Investigation included review of device use, event chronology, and user-reported actions. Investigation of this case revealed user-related factors, specifically a missed meal announcement followed by overtreatment of hypoglycemia and temporary pump disconnection, which together explain the observed glycemic excursions; no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was user management of meal announcements and hypoglycemia treatment rather than a device issue.